Event description:
The pt undergoing a caesarian section suffered a third degree burn under the dispersive electrode. The size of the alleged burn was reported to be 1" by 1.5". No treatment information was provided to 3m.